Event description:
It was reported that during service/maintenance of the colono videoscope at the facility, foreign material was observed to be stuck in the device nozzle. There was no patient or procedure involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the foreign material observed in the device nozzle was not identified and a definitive root cause of the issue could not be determined, however, the foreign material likely remained due a deviation in reprocessing from the device IFU. The event can be detected/prevented by following the device IFU sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.